Event description:
International affiliate reports the customer sent back the defective orthokit instrument (viper polyaxial driver) without any comment. The tip broke away. Affiliate reports that as another instrument is available in the orthokit set, it is assumed that the surgery was finished without any issues. The broken tip is missing.

Manufacturer narrative:
Visual verification noted that the fracture was located at the driver¿s distal tip, the second half of the tip was not returned. A review of the device history record for the viper2 x-tab cannulated polyaxial screw driver shaft, 10mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the viper2 x-tab cannulated polyaxial screw driver shaft, 10mm was conducted on the specific product code from this complaint as the device family does not exist for this instrument. In this complaint there was no reported harm to the patient. However, instrument grade material remnants implanted in the patient may likely change the course of post-operative care and could further necessitate the need for medical intervention in the future. As such, potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause of the viper2 x-tab cannulated polyaxial screw driver shaft tip becoming broken cannot positively be determined. However, it is likely that the screwdriver shaft became subjected to a higher than anticipated loading resulting in the tip fracture. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.